Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt wondered about longevity of the ins. Agent reviewed depends on the settings/usage and directed to healthcare provider (hcp). Pt states they are seeing a low battery with a third row and didn't know what else it says. Pt states they have only had this two years. Agent advised to check controller and see what the icons were. Patient was seeing eri when connecting. Pt states they thought this would last longer and states they are shocked. Agent reviewed eri and directed to hcp on the next steps. Additional information was received from the patient. They received the following message: the neurostimulator is nearing the end of its service life. Contact your clinician. Service code 201. Previously they had put the device in MRI mode for such a procedure and this message came up. They had talked to rep and they suggested that they schedule an appointment with hcp and rep to discuss the situation. After reviewing the log that I kept of the stimulator settings and respective dates when they had consulted rep because they needed better pain control, the consensus was that they had needed higher settings and used up the "juice." Patients spinal cord stimulator is non rechargeable. Hcp's plan is to replace it and has scheduled the date for the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.